Event description:
It was reported that (B)(6) 2026, a 25-18mm amplatzer talisman pfo occluder was chosen for implant using an 8f amplatzer talisman delivery system. During the course of the talisman implantation procedure, an air embolism was reported to have occurred, following which the patient experienced hemiplegia, and the clinical condition necessitated transfer to another hospital for further evaluation and management.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.